Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free connector extension set was blocked during the chemo administration. The following information was provided by the initial reporter: "blocked smart sites on extension set." As you haven¿t indicated in your ticket was this issue picked up prior to use? ¿ after connecting to pt ivluer . If not can you please advise was this extension set primed prior to use? - no . Were both lumens primed prior to use?- no . Was the blocked lumen only discovered after it had been in use?- yes . Were any IV fluids or IV drugs running continuously through both lumens or had it been unused for a number of hours?- blocked lumen unused. What was the line being used for? ¿ chemo administartion . Did you see any backflow of blood within this line when in use?- not in blocked side . Is the line contaminated with any body fluids or any bio hazardous waste? ¿ n/a . Have any cytotoxic drugs been administered via this line?- yes . Where is the product currently?- product is been used and disposed

Manufacturer narrative:
Investigation summary: four 20019e7d samples from lot 21105405 were received in opened packaging for investigation. The feedback provided by the customer indicates a complete occlusion was detected during priming. No connecting products were received to assist the investigation; however the customer confirmed that the occlusion was observed during connection with bd infusion sets and syringes. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting the devices to a retained 50ml bd plastipak syringe from stock and flushing with fluid; in each instance, the smartsite piston opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105405 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d set in the past 12 months.